Event description:
There was a leak of liquid at the dial site (part of the body element).

Manufacturer narrative:
This lot does not belong to product put into us market. The lot 41031l corresponds to a dos1-flow 1, and this lot was entirely sent to our distributor in another country. Therefore, the adverse event report is not correct.